Event description:
It was reported the ipg was inoperable as unable to connect with external devices. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
Corrected: h6 - medical device problem code the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.